Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that since about a week prior to the report, they are unable to get their implantable neurostimulator to charge (ins). They indicated that the ins battery has been depleted since the past couple of weeks. The patient was redirected to follow-up with their healthcare provider to check the status of their device. No further complications or patient symptoms were reported. The patient was implanted for spinal pain.

Manufacturer narrative:
Due to imdrf harmonization, some previously submitted device, method, result, and conclusion codes related to this event may have been updated. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a patient via a manufacturer representative (rep) reporting that they had an appointment with the patient today and became aware of the patient¿s charging issues for the first time. They stated that they hadn¿t charge their battery for over a year because their girlfriend had stolen their equipment. Factors that led to the issue was the patient¿s girlfriend stole their equipment. The rep met with the patient in the office today to clear the por (power on rest). The rep explained to the patient the details regarding an overdischarged battery and the need to recondition the battery. The rep also noticed that the patient had four groups all with four programs. They reprogrammed them to improve their coverage with only two programs and stated that this would decrease their energy needs by 50 percent. Although the data had been waived it looked like the patient was using g roup d, but were currently using group b. B1. 5-6+ pw 240 r 40 a 1.9 left back/hip/leg b2 11-13+ pw 180 r 40 a 2.6 right back/hip/leg the rep oriented that patient¿s battery and activated adaptive stimulation. They stated that they spent quite a bit of time going over the programmer with them and reconditioning their battery. It was indicated that the patient had their contact information and would call them if they needed anything. It was reported that the issue was resolved at the time of the report. No further complications were reported/anticipated. No surgical intervention occurred or was planned. No further complications were reported/anticipated.